Event description:
Medtronic received information from a site where they stated they had patients with shiley flex trachs where the size information printed on the flange started to come off, therefore they were unable to see the size. The site reported that they were cleaning with their normal cleaning procedure that they have always used. There was no patient harm reported. There will be no product return.